Manufacturer narrative:
Age at time of event - the patient was born in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient had a poor source of water also described as poor environment which led to peritonitis. On the same day as the onset, the patient was hospitalized for peritonitis. On an unreported date in the same month, the patient was treated with unspecified antibiotics (dose, frequency and route of administration not reported) for peritonitis. Eighteen days after the onset, the patient stopped unspecified antibiotic treatment and recovered from the peritonitis event. Dianeal therapy was ongoing. No additional information is available.